Event description:
Swelling around the knee area. A patient received the 4th injection of supartz in his knee for the treatment of osteoarthritis. The follwoing day the patient's knee was swollen around the knee area. Date unknown. The physician removed 70 cc of cloudy fluid from the knee. A white blood cell count of the patient's joint fluid was 81,000. The patient was admitted to the other hospital for cultures and observation. The patient initially was given antibiotics;however, once the culture came back negative patients knee was aspirated and was given an injection of a steriod (for the swelling). The patient was discharged after one day. 6 days later the swelling had gone down some, but not all. The following month the patient was still using crutches. 6 days later the patient was no longer using crutches; however was still having trouble walking. The following day the physician stated that the patient's condition was improving.

Event description:
The patient's outcome is unclear. Injected doctor's comment: the doctor said that this event was infection, based on the patient's symptoms. He suspecs that the causal relationship between the event and artz. Now the doctor said he had been cut off from the patient.